Event description:
It was reported that the nurse discovered that the air bag of the tracheostomy cannula on a patient was leaking, and immediately reported it to the doctor. The doctor replaced the tracheostomy cannula immediately. There was patient involvement, but no patient harm/adverse event reported. The device has been discarded by the hospital.

Manufacturer narrative:
H3 - other: device has not been returned to date. Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. If the product is returned, the manufacturer will reopen this complaint for further investigation.